Event description:
The customer reported to customer service that her freestyle pump had low suction and she was not able to pump. The customer also reported that she developed mastitis and received an antibiotic from the doctor for treatment.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint info were unsuccessful, including a final attempt by letter. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.